Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer (con) regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. The patient reported that they 'just' had a pump revision, 'now my 3rd one,' where the pump was moved from 'the front to the back.' The patient stated 'I've been trying to get ahold of medtronic rep, I tried and left a message, because it's not moving. It feels like it's glued into place. So, if I try to sit correctly, the skin was being ripped open by an electric shock. And if I bend the wrong way, the skin tries to stretch but the pump won't.' Additional information was received from a company representative (rep) reporting the patient had a pump revision due to having extreme weight loss. Due to the weight loss, the patients pump started to migrate under her ribs. While in the operation room, the provider chose to replace the pump and some catheter components, to eliminate returning in less than two years to the operationroom for a standard pump replacement. The company representative stated complaint below from the patient was misleading. The company representative spoke to the patient, on multiple occasions before her surgery and after. The patient was complaining of pain from how her new pump was tacked down. The patient representative advised the patient multiple times to contact her provider and she refused stating ¿I¿d rather go the ER and make them take it out¿. The patient was informed two supervisors of the providers clinic of the conversation and asked that they contacted her to be seen and evaluated. The patient has not contacted the company representative. 2023-05-01 e2(rep): document contained no new information.